Manufacturer narrative:
(B)(4). Method: the complaint opt546 adult nasal cannulae was returned to fisher & paykel healthcare in (B)(4) for evaluation. Result: visual inspection of the returned opt542 cannula revealed that the right side of the nasal interface was broken. A lot check was not carried out as a lot date was not provided. Conclusion: the hospital reported that the damage occurred after four days of use. The nature of this damage suggests that it was most likely caused by overtightening of the head strap. The opt542 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt542 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is discarded. Our user instructions that accompany the opt542 illustrate in pictorial format the procedure for fitting the optiflow nasal cannula to a patient. They also include the following warning: do not crush or stretch tube.

Event description:
A medical centre in (B)(6) reported that an opt542 optiflow nasal cannula had broken near the prongs after four days of patient use.